Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of fallopian tube perforation ("duct perforations"), medical device removal ("problems which is causing the removal of essure") and genital haemorrhage ("hemorrhages") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced fallopian tube perforation (seriousness criterion medically significant), medical device removal (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) with haemorrhagic anaemia, adverse reaction ("serious health issues / serious secondary effects/damages, in spain around 1000 women with possible damages / problems on different organs/ complications / adverse events/ symptoms nos "), pelvic pain ("acute pains"), inflammation ("abdominal inflammation (similar situation to a 6-weeks pregnancy)"), abdominal pain lower ("cramps"), multiple allergies ("allergies"), menstrual disorder ("menstruation disorders"), dyspareunia ("pain during sexual intercourse"), fatigue ("chronic tiredness"), infection ("infections"), alopecia ("hair loss"), overweight ("overweight"), depression ("depression") and allergy to metals ("allergies to nickel or zinc"). Essure was removed in some of the patients. At the time of the report, the medical device removal, genital haemorrhage, adverse reaction, pelvic pain, inflammation, abdominal pain lower, multiple allergies, menstrual disorder, dyspareunia, fatigue, infection, alopecia, overweight, depression and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, adverse reaction, allergy to metals, alopecia, depression, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, infection, inflammation, medical device removal, menstrual disorder, multiple allergies, overweight and pelvic pain to be related to essure. The reporter commented: this is a report from a woman who stated that there were more than 1200 women who had the same symptoms that she had with essure. All events were reported as related by reporter. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed (B)(4) cases. Medical device removal. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since no valid lot number was reported for this case, a review of the manufacturing batch record could not be conducted. A quality defect or device malfunction could not be confirmed at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events "duct perforations (as reported), infections, hair loss, overweight, depression and allergies to nickel or zinc, problems which is causing the removal of essure" were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.